Event description:
A technical coordinator of the site reported that their thoracic probe was bent during a case. There was no impact on the pt's outcome reported.

Manufacturer narrative:
The pt demographic will not be provided as the site refused request. The device MFR date was not available as no lot number was provided. An RMA has been assigned but no parts or files have been received by the MFR.